Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. Caregiver reported that the customer obtained unspecified low sensor scans and experiencing dizziness, and was unable to self-treat. Customer was taken to the hospital where blood glucose readings of 944 mg/dl and 600 mg/dl were taken in comparison to sensor scans of 200 mg/dl and 190 mg/dl. The results, when plotted on a parkes error grid, fell into the 'out of range' zone showing the difference in values to be clinically significant. Customer was admitted into the intensive care unit and received unspecified treatment. No further information was provided as caregiver could not recall details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation, however reported product is not expected to be returned as customer contact information is unavailable to request for product to be returned. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. Caregiver reported that the customer obtained unspecified low sensor scans and experiencing dizziness, and was unable to self-treat. Customer was taken to the hospital where blood glucose readings of 944 mg/dl and 600 mg/dl were taken in comparison to sensor scans of 200 mg/dl and 190 mg/dl. The results, when plotted on a parkes error grid, fell into the 'out of range' zone showing the difference in values to be clinically significant. Customer was admitted into the intensive care unit and received unspecified treatment. No further information was provided as caregiver could not recall details. There was no report of death or permanent injury associated with this event.